Event description:
It was reported that a patient underwent an unspecified rectum procedure in (B)(6) 2022 and an absorbable adhesion barrier was used on the pelvic floor. The patient developed ileus, and underwent adhesiolysis on (B)(6) 2022. At that time, an abscess was confirmed where the product was used. Antibiotics were administered, and the patient¿s condition is stable now. Drainage is scheduled to be performed and the product will be removed if necessary. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? How much and what type of drainage is present in this wound? Were pre-existing adhesions noted during the procedure? How were the post-procedural adhesions confirmed? What is the location and severity of the adhesions? What is the relationship of adhesions to the device implanted? Was meticulous hemostasis performed prior to use of product? What color was the interceed prior to closure? Did the interceed come in contact with heme prior to use? How was the product applied? One layer? Wadded? What suture was used to close the incision? Was there excessive tissue desiccation (cautery use) at the site of interceed application? Were cultures performed? If so, please provide the results. Date drainage was performed? Please describe any surgical intervention required including the date and results. Was the interceed product removed? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Manufacturer narrative:
(B)(4). Date sent to FDA: 10/12/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure: unknown. Date and name of index surgical procedure? Adhesiolysis. The diagnosis and indication for the index surgical procedure? Ileus. Were any concomitant procedures performed? Unknown. What symptoms did the patient experience following the index surgical procedure? Onset date? Abscess. Other relevant patient history/concomitant medications? Unknown. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Unknown. How much and what type of drainage is present in this wound? Unknown. Were pre-existing adhesions noted during the procedure? Yes. How were the post-procedural adhesions confirmed? When the surgery of adhesiolysis was performed. What is the location and severity of the adhesions? Unknown. What is the relationship of adhesions to the device implanted? No report of adhesion after adhesiolysis. Was meticulous hemostasis performed prior to use of product? Unknown. What color was the interceed prior to closure? Unknown. Did the interceed come in contact with heme prior to use? Unknown. How was the product applied? One layer? Wadded? Unknown what suture was used to close the incision? Unkonwn. Was there excessive tissue desiccation (cautery use) at the site of interceed application. Unknown. Were cultures performed? If so, please provide the results. Unknown. Date drainage was performed? Unknown. Please describe any surgical intervention required including the date and results. Unknown. Was the interceed product removed? Unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. What is the patient's current status? Unknown. Product lot number? Unknown. Difficult to ask for infection situation.